Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was not performed as the lot number was unknown. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A sample is not available at this time. A follow-up report will be filed upon if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 3 of 4. The hp would discard the supplies and finish with manual supplies. There was no obvious cause of the alarm. The supply bag was sucked dry. The hp would call the registered nurse (rn) in regards to the air detect alarm and being connected. There was patient involvement but no serious injury or medical intervention was reported.